Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (50-70 mg/dl). Reportedly, the pump carbohydrate ratio settings needing to be updated. The customer consumed carbohydrates to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.